Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was missing. Customer stated that the insulin pump reservoir had leak between the o rings. Customer stated that they performed self test. Insulin pump did pass self test. Customer stated that the insulin pump was exposed to water. No harm requiring medical intervention was reported. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis. The reservoir will return for the analysis.